Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trial pt's device was in an out-of-regulation (oor) condition. Impedance measurements showed electrodes 2, 3, 4, 5, and 6 were <50 ohms. Further info was requested.